Event description:
(B)(4). Thought what I was feeling physically was from the surgery. As days went by I would feel exhausted, weak. I was told I could go back to normal routine after surgery. I was just not feeling my normal self. Days went to weeks, months went years of me not feeling well! Bleeding heavy, cramping, bloating as I looked, felt pregnant. Body aches,pain constantly on left side of neck. Pains in lower back. Right hip, leg pains, tenderness, shooting aches and unbearable!!pain!!! Bones in my body stiff, sore everyday. Changes in my skin color, tone. Under eye bags due to not sleeping or feeling well. Nasty taste in my mouth when waking up in morning. Notice from dentist my enamel is thinning. Lack of intimacy with the one I love due to feeling uncomfortable in my vagina as something is in there that should not be! Physically and mentally drained from worry, dr appointments MRI xray, ER trips!